Manufacturer narrative:
(B)(6). There was no contact complete address provided device manufacture date is unknown the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during testing in the bio medical department, it was discovered that the small battery drive device had ¿no power¿. This event was not related to surgery. There was no patient involvement reported. No injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.